Event description:
The physician reports that, the crystalens became damaged when loading the lens into staar surgical lens injector system. The damaged lens did not contact the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.